Event description:
The pump was returned for investigation. Investigation revealed that the keypad button contacts were damaged or contaminated and that the battery cap was worn. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the keypad cover was torn from the top to the bottom. The down and ok buttons had inverted contacts. The ok and down buttons were intermittently unresponsive. The up and contrast buttons did not respond at all. Contamination was found underneath all the of the keypad button contacts. The battery cap was worn on the top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).